Event description:
Screw driver tip broke off in head of screw while removing hardware. We attempted to bur the screw driver tip from the head of the screw unsuccessfully; then we used a side cutting bur to remove the portion of plate surrounding the screw.